Event description:
Event description cpi received information that the rate-sensing portion of this endotak down-sized plus lead (0125) has been capped because of oversensing, and inappropriate shocks. The shocking portion of this lead (0125) remains implanted and active. A sweet tip bipolar lead (4269) was implanted.